Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
(B)(6) 2015 (B)(4): the patient reported he was getting some odd messages on the patient programmer screen. The patient indicated not wanting to troubleshoot; he preferred to talk with the representative about it. The rep later reported he spoke with the patient via phone and the patient couldn't accurately describe the odd message. The patient said he lost his programmer a while ago and was just going off memory. The patient hadn't gotten anything replaced/fixed/looked at by a rep or his provider because of other personal issues going on in his life. The rep asked the patient to set an appointment with his provider's office and the rep could come in at the time to meet with him and try diagnosing the issue(s) and perhaps try some troubleshooting. To the rep's knowledge, the appointment had not been set yet. There were no patient symptoms reported. The indication for use was non-malignant pain. (B)(6) 2015 (B)(4): the patient stated he was homebound and was calling to report that his issue was ongoing. Because the implant was located in the middle of his back, it was very difficult and painful to recharge. Getting all coupling bars had occurred twice since he had the implant. He was getting two to four coupling bars when recharging. It was difficult to reach the implant due to a shoulder issue. The device overheats due to charging longer than normal. He noted that he has no one to help charge.